Manufacturer narrative:
The returned device was evaluated. The unit was powered on and an led segment on the led digits display did not fully light up. During the operational testing the unit provided both audible and visual alarms and passed simulation testing by obtaining measurements. Internal inspection found that the failed led segments had open circuit across their nodes from the system circuit board, preventing the unit from powering those led segments. Customer complaint was duplicated. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device display was missing an led segment. No consequences or impact to patient were reported.